Manufacturer narrative:
The serial number is unknown.

Event description:
Information was received that the smiths medical pump continued to display a message that there was an upstream occlusion. The issue was resolved when the tubing was replaced. There was no patient injury.